Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems, optical problems, interoperability problems, overheating problems, and electrical problems, such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed e216 and b30 scope communication errors. The issue occurred during inspection for use. There were no reports of patient involvement.